Manufacturer narrative:
Concomitant products: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the lead migrated after the patient fell. The lead had pulled from the cervical space back to the thoracic area. The patient had pain in their neck and weakness, noted to be at the lead location. The patient also had numbness in the right arm. Xrays, reprogramming and impedances were all done. A revision was required and the issue resolved. The patient¿s status was noted to be alive with no injury.